Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient had symptoms of acute opioid overdose - was displaying shaking in legs and complaints of nausea and returned home and continued with general weakness, dizziness, and nausea. It was also reported that the symptoms resolved post hydration and correction to concentration error. The event occurred at the hospital while in use with the patient. There were patient involvement and no harm reported.

Manufacturer narrative:
Corrected data: d3 - mfg establishment name. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. The service history review had no indication that the complaint was related to a service of the device within the review period.